Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was admitted in with cardiogenic shock and was on impella 5.5 support for 19 days. During support, there was a pump/purge sidearm leak. The leak did not prompt early pump explant or other forms of intervention. The pump was explanted and a left ventricular assist device was placed.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. There was no product returned. The purge pressure remained stable throughout case duration around 550 mmhg while purge flow fluctuated around 10 milliters per hour. There were no alarms associated with a leak. The root cause of the purge leak - pump could not be determined since the product was not returned.